Event description:
It was reported by legal that this female patient's right knee will be scheduled for a revision due to a "defective" product. Reason for the revision is unknown.

Manufacturer narrative:
(Device evaluated by MFR) pending evaluation.

Manufacturer narrative:
.Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent scheduled revision cannot be conclusively determined; no reason for revision was given.

Event description:
On (B)(6) 2005, the patient underwent a right total knee arthroplasty, then in (B)(6) 2022, the patient underwent right knee revision surgery because of a failed implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information: b3. 1 aug was used, as only the month and year were reported. B5. B7. H7. H9. There is insufficient information to find a cause for the revision, no changes to the previously reported h6 codes.